Event description:
Customer reported, a pt died post cholecystectomy and hernia repair. The pt had been transferred form the pacu to the telemetry unit post surgery. Pca module with unk dose of demerol was connected to the pt. The pt was resting in his room, but complaint of nausea. Zofran (dose unk) was administered without relief. Phenergan (dose unk) was administered. Thirty minutes after the administration of the phenergan, the pt's heart rate decreased and he went into cardiac arrest. Customer requested an event log review. Customer does not attribute the alaris system or administration sets to the pt's demise. Reported the autopsy was inconclusive and is requesting the log review to determine if any infusion programming issues contributed to the pt's outcome.

Manufacturer narrative:
(B)(4). Pt information requested and all available information is included. This report was filed by the manufacturer. The devices, event logs and data set have been requested, but not received to date. A follow up report will be submitted, if further information is obtained.